Event description:
A report was received that the patient was having difficulty charging her ipg. The database analysis revealed premature battery depletion. The physician would like to replace the ipg.

Event description:
A report was received that the patient was having difficulty charging her ipg. The database analysis revealed premature battery depletion. The physician would like to replace the ipg.

Manufacturer narrative:
Additional information was received that the patient underwent ipg replacement and was doing well postoperatively. The device evaluation indicated that the ipg passed visual, operational, electrical, performance, and photographic imaging tests performed. The complaint of difficulty charging was confirmed. Sleep current was slightly out of the expected range. Depletion rate with stimulation turned off slightly higher than expected. It was determined this slightly higher than normal current drain was from the analog/digital integrated circuit section of the ipg electronics. It could not be determined conclusively, which integrated circuit was the root cause of the failure as both components were covered in epoxy which made the test points inaccessible, and troubleshooting to specific component level was not possible. The ipg passed all other functional tests.